Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted on 17-jul-2015, rv pacing impedance spiked to 1881 ohms up from a trend in the 500-700 ohm range. (B)(4).

Event description:
It was reported that the patient presented to the clinic due to a care alert. A device interrogation indicated high impedance and a suspected right ventricular (rv) lead fracture. It was later noted the patient had performed a "mountain hike up to 2000m, the overnight at 1100 altitude and after these 2 days, all impedance values back to normal." The rv lead remains in use. No patient complications have been reported as a result of this event.